Event description:
A pt in a critical care unit was undergoing an insertion of a percutaneous endoscopic gastrostomy (peg). During an attempt to pull through the abdominal opening, the peg separated at the junction of the tubing and could not be retrieved. Snares, biopsy forceps, and basket forceps were all employed to retrieve it. Finally,an esophageal balloon was placed through the peg mushroom and inflated. The peg was then removed.